Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "patient injury" (injury). Product problem(s): "decentered ablation" (optical decentration). Reporter indicated the treatment on the right eye was decentered. Add'l info indicates 'sometimes center position of the scanner / eyetracker is moving spontaneous to a position about 3 millimeters to the right.' It was also indicated that there was a pt injury, but no details were provided. Add'l info has been requested.